Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel dissection, pain, and slow flow or no reflow phenomenon are potential adverse events that may occur and/or require intervention with use of the system. H6 health effect - suggested clinical code 4581: slow/no flow. The oad was returned with the fractural distal end of the driveshaft engaged and stuck on the guide wire spring tip. The driveshaft was fractured at the proximal edge of the crown. Scanning electron microscopy (sem) analysis was unable to identify clear evidence of fatigue striations at the site of the driveshaft fracture due to mechanically polished fracture faces and the presence of dried saline and biological material. It is possible the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of the event was unable to be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was being used for a retrograde treatment when it was noticed the crown stopped despite the crown advancer knob fully moving. The nose cone detached while removing the oad ex-vivo. The nose cone was successfully snared. During removal, a dissection occurred. Balloon angioplasty and a stent was placed to complete the procedure. The patient experienced slow flow and chest pain, that were resolved.